Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed using intracardiac echocardiography (ice) guidance. Transseptal puncture was performed with a mechanical needle. An initial attempt with a 27mm watchman closure device demonstrated under-compression and the device was fully recaptured and removed. A 31mm watchman closure device was subsequently deployed, met release criteria, and was released. All catheters were removed, and no pericardial effusion was noted on ice immediately post-procedure. While the patient remained in the procedure room following completion of the case, the patient became hypotensive and did not respond to vasopressor support. A repeat transthoracic echocardiogram (tte) demonstrated fluid within the pericardial space that had not been present prior to or immediately after the procedure. A pericardiocentesis was performed with removal of approximately 200ml of blood, after which the patients blood pressure promptly normalized. The patient was transferred to the intensive care unit (ICU) for continued monitoring. Approximately six hours later, the patient was reported to be stable and responding appropriately. The patient remains hospitalized. It was further reported the patient did well and was discharged.

Manufacturer narrative:
B5: information added.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed using intracardiac echocardiography (ice) guidance. Transseptal puncture was performed with a mechanical needle. An initial attempt with a 27mm watchman closure device demonstrated under-compression and the device was fully recaptured and removed. A 31mm watchman closure device was subsequently deployed, met release criteria, and was released. All catheters were removed, and no pericardial effusion was noted on ice immediately post-procedure. While the patient remained in the procedure room following completion of the case, the patient became hypotensive and did not respond to vasopressor support. A repeat transthoracic echocardiogram (tte) demonstrated fluid within the pericardial space that had not been present prior to or immediately after the procedure. A pericardiocentesis was performed with removal of approximately (B)(6) of blood, after which the patients blood pressure promptly normalized. The patient was transferred to the intensive care unit (ICU) for continued monitoring. Approximately six hours later, the patient was reported to be stable and responding appropriately. The patient remains hospitalized. It was further reported the patient did well and was discharged.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed using intracardiac echocardiography (ice) guidance. Transseptal puncture was performed with a mechanical needle. An initial attempt with a 27mm watchman closure device demonstrated under-compression and the device was fully recaptured and removed. A 31mm watchman closure device was subsequently deployed, met release criteria, and was released. All catheters were removed, and no pericardial effusion was noted on ice immediately post-procedure. While the patient remained in the procedure room following completion of the case, the patient became hypotensive and did not respond to vasopressor support. A repeat transthoracic echocardiogram (tte) demonstrated fluid within the pericardial space that had not been present prior to or immediately after the procedure. A pericardiocentesis was performed with removal of approximately 200ml of blood, after which the patients blood pressure promptly normalized. The patient was transferred to the intensive care unit (ICU) for continued monitoring. Approximately six hours later, the patient was reported to be stable and responding appropriately. The patient remains hospitalized.